Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a guide extension catheter fracture occurred. The stenosed target lesion was located at right coronary artery. A guidezilla¿ was selected for use. During the procedure, it was noted that the connection part of the catheter was fractured. The procedure was completed with another of same device. No patient complications were reported and patient's condition was stable.